Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to lab results, within 10 minutes: 8.6 mmol/l (meter) and 4.3 mmol/l (lab). No adverse event was reported. The suspect device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.